Manufacturer narrative:
Device evaluated by MFR. Investigation approved. Device was not returned as it was disposed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that during a coronary treatment procedure, a guidewire broke. The 70% stenosed lesion was located at the severely calcified and moderately tortuous distal posterior descending artery (padd). A 300cm pt² guidewire was used to advance to the lesion. During advancement, the device cannot cross the lesion and noticed that the device broke from the middle. They were able to retrieve the device by performing a surgical intervention. The procedure was not completed due to this event. No patient complications were reported and the patient status was stable.